Event description:
It was reported that the asymptomatic patient received a vibratory alert for battery depletion from the implantable cardioverter defibrillator in late (B)(6) 2018. During the device change procedure on (B)(6) 2018, it was discovered that the device was at end of life indicating a possible premature battery depletion. The device was also identified with an advisory status. The device was replaced successfully and the patient was reported to be in stable condition post procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.